Event description:
On (B)(6) 2013, reporter contacted animas, alleging a prime (load step malfunction) issue. Patient reported that the pump loaded all 200 units of insulin at once during the load step. There was no reported allegation of a blood glucose excursion related to the delivery of large load volume. The pump was not available for trouble shooting during the call. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.